Event description:
It was reported by service report that the caster would not roll due to material being caught in it. It is unknown if there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Issue was resolved for the customer by service tech clearing material from caster.